Event description:
A physician reported that a patient with a history of hypertension and "senile cataract" underwent cataract surgery in sept 03 with the following medications healon v (hyalurinate sodium), opegan hi (hyalurinate sodium), and opegan 0.6 (hyalurinate sodium). The patient's zonula ciliaris had originally weakened with lens hardness, grade four. During surgery the patient's blood pressure was elevated, and continuous curvilinear capsulorhex (ccc) was performed with opegan 0.6 phacoemulsification and aspiration (pea) was also carried out, but extracapsular cataract extraction (ecce) was performed instead because a part of zonula ciliaris had broken off, and the lenticular nucleus was taken out. Hemorrhage from the cortical layer and chamber angle of the eye was removed with opegan hi due to the breakage of the posterior capsule. Healon v 0.6 was used to remove the clot in the chamber angle with a surgical needle. Intraocular lens inplant (iol) was not performed. In 2003 the patient complained of eye pain and their intraocular pressure (ip) was 47mmhg. Patient also had corneal edema. The patient was treated with 300ml of mannitol. The intraocular pressure in the afternoon decreased slightly to 43mmhg with acetazolamide (table, dose unknown). In the evening the ocular pressure had further decreased to 25mmhg and the corneal edema had improved; while the clot was still evident on medical examination, in the angular chamber of the eye. The reporting physician assessed the event as non-serious/non -mild and commented that the injection of healon v 0.6 was "thought" to have caused the event while removing the clot from the angular chamber of the eye. The gpv physician upgraded this case to serious/incident in sept 03 because the event required intervention and treatment with mannitol and acetazolamide. From the information available in this report a causal relationship between the administration of healon and the occurrence of the reported events cannot be excluded.